Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The previous pressure regulating balloon (prb) was replaced with a new 71-80 cm prb due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient presented recurring incontinence. A tear in the balloon was observed upon removal. There were no patient adverse effects.